Event description:
It was reported that during a laparoscopic restorative proctocolectomy procedure, as the doctor was removing his hand from the disc, the silicone aperture tore. A second device was used to complete the procedure. There was no patient consequence.